Event description:
A customer reported a cartridge alarm issue with their pump, specifically cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support resolved the issue by advising the customer to switch to a backup insulin therapy using manual delivery. Customer support confirmed shipment of a replacement pump with updated software, explained storage mode procedures, and provided instructions for returning the faulty pump. The customer acknowledged and understood all steps and requirements provided by support.